Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 16-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('essure insert was broken and some fragments were remaining in uterus, a small part was found on left') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2008, spontaneous abortion, uterine fibroma, multigravida and itchy (itchy reactions to buttons on jeans and costume jewelry). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdomen was always swollen / bloating"), face oedema ("oedema on face / cheekbone oedema") and arthralgia ("join pain"), 8 months 1 day after insertion of essure. In (B)(6) 2017, the patient experienced dyspnoea ("persistent shortness of breath / exertional dyspnea"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"), rhinitis ("chronic rhinitis"), headache ("marked and frequent headaches"), asthenia ("chronic asthenia"), pelvic pain ("abdomen pelvic pain"), abdominal pain lower ("chronic pain in left iliac fossa"), periorbital oedema ("periorbital edema (after infection of pimple)"), eyelid oedema ("palpebral edema (after infection of pimple)"), pruritus ("pruritus"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders"), adenomyosis ("adenomyosis sites were seen in the myometrium"), general physical health deterioration ("general health condition deterioration") and furuncle ("boil"). The patient was treated with surgery (essure removal via total salpingectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, dizziness, visual impairment, fatigue, abdominal pain, abdominal distension, arthralgia and complication of device removal had resolved, the face oedema had not resolved, the rhinitis, headache, abdominal pain lower, memory impairment, disturbance in attention and adenomyosis outcome was unknown and the asthenia, pelvic pain, periorbital oedema, eyelid oedema, pruritus and dyspnoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, asthenia, complication of device removal, device breakage, disturbance in attention, dizziness, dyspnoea, eyelid oedema, face oedema, fatigue, furuncle, general physical health deterioration, headache, memory impairment, pelvic pain, periorbital oedema, pruritus, rhinitis and visual impairment to be related to essure. The reporter commented: essure inserted on (B)(6) 2015, with 1/2 coil on the right and 4 coils on the left side. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. Total salpingectomy on (B)(6) 2017. A small part of 0.5cm remained in the uterus on the left. It was removed on (B)(6) 2018. Stop date was controversial, different dates were reported, (B)(6) 2017 and (B)(6) 2018. Letter from a physician date on (B)(6) 2018: the patient was on sick leave for 15 days starting on (B)(6) 2017, due to significant general health condition deterioration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Abdominal x-ray - on (B)(6) 2016: essure inserts and some rounded calcified left latero-pelvic formations suggesting phleboliths; on (B)(6) 2017: essure insert was broken by the surgeon and some fragments were remaining in uterus. A small part was found on left side on stainless steel part; on (B)(6) 2018: small fragment of insert on left; on (B)(6) 2019: did not find any metallic fragment. Allergy test - on an unknown date: allergy test for nickel was strongly positive after 48 hours. Hysteroscopy - on (B)(6) 2018: a hysteroscopy was performed to remove the remaining fragment of essure. A remaining fragment of 2mm was seen on the left side.; in 2018: a hysteroscopy was performed but the remaining fragment was not found. Pathology test - on (B)(6) 2019: small leiomyoma measuring 0.8 cm, some foci of adenomyosis, no metallic fragment was found. Smear cervix - on (B)(6) 2016: leukokeratosis, absence of sign of malignancy. Ultrasound abdomen - on (B)(6) 2017: ultrasound was unremarkable; hepato-vesicular ultrasound was normal, no cyst on left ovary, sigmoiditis a minima.. Ultrasound breast - on an unknown date: normal. Ultrasound pelvis - in (B)(6) 2017: right essure implant slightly more endotubar. Left essure insert was correctly place, right essure insert was slightly in endo-tubal position, closed to the interstitial part of the tube. Further examination was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-feb-2021: new information was provided: patient´s weight and height, medical history (itchy reactions), lab data, new as reported terms(bloating, cheekbone oedema, exertional dyspnea) and new adverse events (significant general health condition deterioration, boil) were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('essure insert was broken and some fragments were remaining in uterus, a small part was found on left') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2015, erythematous rash on (B)(6) 2015, normal delivery (live child) in 2008, abortion in 2005, uterine fibroma, multigravida, itchy (itchy reactions to buttons on jeans and costume jewelry), acne (acne treated with diane from the age of 16 years about 26 years old several relapses) and allergy to metals. Previously administered products included for acne: diane from 1988 to 2010. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced tendon pain ("tendon pain"), memory impairment ("memory disorders (short blockage-type absences with a black hole)"), disturbance in attention ("concentration disorders / concentration disturbances"), asthenia ("chronic asthenia / loss energy / loss of enthusiasm"), malaise ("a feeling of ill-being (not well in her body)"), neck pain ("neck pain"), visual acuity reduced ("reduced visual acuity") and rhinorrhoea ("rhinorrhea"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"), visual impairment ("vision disorders / visual disturbances "), fatigue ("chronic fatigue / fatigue in the morning"), abdominal pain ("abdominal pain recurrent"), abdominal distension ("abdomen was always swollen / bloating"), face oedema ("oedema on face / cheekbone oedema") and arthralgia ("join pain"), 8 months 1 day after insertion of essure. In (B)(6) 2017, the patient experienced dyspnoea exertional ("presistent shortness of breath / exertional dyspnea"). On (B)(6) 2017, the patient experienced acne pustular ("superinfection of a right temporal acne button") with periorbital oedema and eyelid oedema. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"), rhinitis ("chronic rhinitis"), headache ("marked and frequent headaches"), pelvic pain ("abdomen pelvic pain"), abdominal pain lower ("chronic pain in left iliac fossa"), pruritus ("pruritus"), adenomyosis ("adenomyuosis sites were seen in the myometrium"), general physical health deterioration ("general health condition deterioration"), furuncle ("boil"), tendonitis ("tendonitis") and musculoskeletal stiffness ("stiff neck"). The patient was treated with albendazole, bacitracin;polymyxin b sulfate (antibiotic), diflucortolone valerate (nerisone), ibuprofen sodium (ibuprofen), ketoconazole (ketoderm) and surgery (essure removal a bilateral salpingectomy with a bilateral cornuectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, dizziness, abdominal pain, abdominal distension, arthralgia and complication of device removal had resolved, the visual impairment, fatigue, face oedema and rhinorrhoea had not resolved, the rhinitis, headache, abdominal pain lower, memory impairment, disturbance in attention, adenomyosis, tendonitis and musculoskeletal stiffness outcome was unknown and the tendon pain, pelvic pain, pruritus, dyspnoea exertional, acne pustular, asthenia, malaise, neck pain and visual acuity reduced was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne pustular, adenomyosis, allergy to metals, arthralgia, asthenia, complication of device removal, device breakage, disturbance in attention, dizziness, dyspnoea exertional, face oedema, fatigue, furuncle, general physical health deterioration, headache, malaise, memory impairment, musculoskeletal stiffness, neck pain, pelvic pain, pruritus, rhinitis, rhinorrhoea, tendon pain, tendonitis, visual acuity reduced and visual impairment to be related to essure. The reporter commented: essure inserted on (B)(6) 2015, with 1/2 coil on the right and 4 coils on the left side. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. She was treated with albendazole on (B)(6) 2017 after returning from a trip to tanzania. Total salpingectomy on (B)(6) 2017. A small part of 0.5cm remained in the uterus on the left. It was removed on (B)(6) 2018. Stop date was controversial, different dates were reported, (B)(6) 2017 and (B)(6) 2018. Symptoms improved after the salpingectomy on (B)(6) 2017, but fatigue, facial swelling, rhinorrhea, and visual disturbances reappeared after a few days. Letter from a physician date on (B)(6) 2018: the patient was on sick leave for 15 days starting on (B)(6) 2017, due to significant general health condition deterioration. On (B)(6) 2021 was reported since (B)(6) 2020 she had repeated dental infections causing repeated antibiotic treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Abdominal x-ray - on (B)(6) 2016: essure inserts and some rounded calcified left latero-pelvic formations suggesting phleboliths; on (B)(6) 2017: essure insert was broken by the surgeon and some fragments were remaining in uterus. A small part was found on left side on stainless steel part; on (B)(6) 2018: small fragment of insert on left, 2mm; on (B)(6) 2019: did not find any metallic fragment. Allergy test - on (B)(6) 2017: allergy test for nickel was strongly positive after 48 hours. Hysteroscopy - on (B)(6) 2018: a hysteroscopy was performed to remove the remaining fragment of essure. A remaining fragment of 2mm was seen on the left side.; in 2018: a hysteroscopy was performed but the remaining fragment was not found. Pathology test - on (B)(6) 2019: small leiomyoma measuring 0.8 cm, some foci of adenomyosis, no metallic fragment was found. Smear cervix - on (B)(6) 2016: leukokeratosis, absence of sign of malignancy. Ultrasound abdomen - on (B)(6) 2017: ultrasound was unremarkable; hepato-vesicular ultrasound was normal, no cyst on left ovary, sigmoiditis a minima.. Ultrasound breast - on an unknown date: normal. Ultrasound pelvis - in (B)(6) 2017: right essure implant slightly more endotubar. Left essure insert was correctly place, right essure insert was slightly in endo-tubal position, closed to the interstitial part of the tube. Further examination was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-aug-2021: the follow information were updated historical drug, medical history and other treatment products. The events stiff neck, acne ,tendonitis, ill feeling, neck pain, tendon pain, visual acuity reduced, rhinorrhea, visual disturbances were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1720154) on 06-dec-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and device breakage ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2008, spontaneous abortion, uterine fibroma and multigravida. On (B)(6) 2015, the patient had essure inserted. On 4-aug-2016, the patient experienced dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdomen was always swollen"), face oedema ("oedema on face") and arthralgia ("join pain"), 8 months 1 day after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"). The patient was treated with surgery (essure remaining part removed and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, dizziness, visual impairment, fatigue, abdominal pain, abdominal distension, arthralgia and complication of device removal had resolved and the face oedema had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, complication of device removal, device breakage, dizziness, face oedema, fatigue and visual impairment to be related to essure. The reporter commented: essure inserted on (B)(6) 2015, with 1/2 coil on the right and 4 coils on the left side. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. Total salpingectomy on (B)(6) 2017. A small part of 0.5cm remained in the uterus on the left. It was removed on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy test for nickel was strongly positive after 48 hours. X-ray - on an unknown date: essure insert was broken by the surgeon and some fragments were remaining in uterus.a small part was found on left side on stainless steel part. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history updated; essure inserted on 03-dec-2015, with 1/2 coil on the right and 4 coils on the left side; total salpingectomy on 16-nov-2017; a small part of 0.5cm remained in the uterus on the left and was removed on 08-mar-2018. No lot number or device sample was received in this case. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 21-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('essure insert was broken and some fragments were remaining in uterus, a small part was found on left') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2008, spontaneous abortion, uterine fibroma and multigravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdomen was always swollen"), face oedema ("oedema on face") and arthralgia ("join pain"), 8 months 1 day after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"). The patient was treated with surgery (essure remaining part removed and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, dizziness, visual impairment, fatigue, abdominal pain, abdominal distension, arthralgia and complication of device removal had resolved and the face oedema had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, complication of device removal, device breakage, dizziness, face oedema, fatigue and visual impairment to be related to essure. The reporter commented: essure inserted on (B)(6) 2015, with 1/2 coil on the right and 4 coils on the left side. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. Total salpingectomy on (B)(6) 2017. A small part of 0.5cm remained in the uterus on the left. It was removed on (B)(6) r2018. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy test for nickel was strongly positive after 48 hours. X-ray - on an unknown date: essure insert was broken by the surgeon and some fragments were remaining in uterus. A small part was found on left side on stainless steel part. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 06-dec-2017. The most recent information was received on 05-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('essure insert was broken and some fragments were remaining in uterus, a small part was found on left') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2008, spontaneous abortion, uterine fibroma and multigravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdomen was always swollen"), face oedema ("oedema on face") and arthralgia ("join pain"), 8 months 1 day after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"), rhinitis ("chronic rhinitis"), headache ("marked and frequent headaches"), asthenia ("chronic asthenia"), pelvic pain ("abdomen pelvic pain"), abdominal pain lower ("chronic pain in left iliac fossa"), periorbital oedema ("periorbital edema (after infection of pimple)"), eyelid oedema ("palpebral edema (after infection of pimple)"), pruritus ("pruritus"), dyspnoea ("persistent shortness of breath"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders") and adenomyosis ("adenomyosis sites were seen in the myometrium"). The patient was treated with surgery (essure removal via total salpingectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, dizziness, visual impairment, fatigue, abdominal pain, abdominal distension, arthralgia and complication of device removal had resolved, the face oedema had not resolved, the rhinitis, headache, abdominal pain lower, memory impairment, disturbance in attention and adenomyosis outcome was unknown and the asthenia, pelvic pain, periorbital oedema, eyelid oedema, pruritus and dyspnoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, asthenia, complication of device removal, device breakage, disturbance in attention, dizziness, dyspnoea, eyelid oedema, face oedema, fatigue, headache, memory impairment, pelvic pain, periorbital oedema, pruritus, rhinitis and visual impairment to be related to essure. The reporter commented: essure inserted on (B)(6) 2015, with 1/2 coil on the right and 4 coils on the left side. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. Total salpingectomy on (B)(6) 2017. A small part of 0.5cm remained in the uterus on the left. It was removed on (B)(6) 2018. Stop date was controversial, different dates were reported, (B)(6) 2017 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy test for nickel was strongly positive after 48 hours. Hysteroscopy - on (B)(6) 2018: a hysteroscopy was performed to remove the remaining fragment of essure. A remaining fragment of 2mm was seen on the left side.; in 2018: a hysteroscopy was performed but the remaining fragment was not found. Ultrasound abdomen - in (B)(6) 2017: ultrasound was unremarkable. Ultrasound pelvis - in (B)(6) 2017: right essure implant slightly more endotubar. X-ray - on an unknown date: essure insert was broken by the surgeon and some fragments were remaining in uterus. A small part was found on left side on stainless steel part. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-feb-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 06-dec-2017. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('essure insert was broken and some fragments were remaining in uterus, a small part was found on left') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2008, spontaneous abortion, uterine fibroma and multigravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdomen was always swollen"), face oedema ("oedema on face") and arthralgia ("join pain"), 8 months 1 day after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"), rhinitis ("chronic rhinitis"), headache ("marked and frequent headaches"), asthenia ("chronic asthenia"), pelvic pain ("abdomen pelvic pain"), abdominal pain lower ("chronic pain in left iliac fossa"), periorbital oedema ("periorbital edema (after infection of pimple)"), eyelid oedema ("palpebral edema (after infection of pimple)"), pruritus ("pruritus"), dyspnoea ("persistent shortness of breath"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders") and adenomyosis ("adenomyosis sites were seen in the myometrium"). The patient was treated with surgery (essure removal via total salpingectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, dizziness, visual impairment, fatigue, abdominal pain, abdominal distension, arthralgia and complication of device removal had resolved, the face oedema had not resolved, the rhinitis, headache, abdominal pain lower, memory impairment, disturbance in attention and adenomyosis outcome was unknown and the asthenia, pelvic pain, periorbital oedema, eyelid oedema, pruritus and dyspnoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, arthralgia, asthenia, complication of device removal, device breakage, disturbance in attention, dizziness, dyspnoea, eyelid oedema, face oedema, fatigue, headache, memory impairment, pelvic pain, periorbital oedema, pruritus, rhinitis and visual impairment to be related to essure. The reporter commented: essure inserted on (B)(6) 2015, with 1/2 coil on the right and 4 coils on the left side. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. Total salpingectomy on (B)(6) 2017. A small part of 0.5cm remained in the uterus on the left. It was removed on (B)(6) 2018. Stop date was controversial it was reported different dates (B)(6) 2017 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy test for nickel was strongly positive after 48 hours. Hysteroscopy - on (B)(6) 2018: a hysteroscopy was performed to remove the remaining fragment of essure. A remaining fragment of 2mm was seen on the left side.; in 2018: a hysteroscopy was performed but the remaining fragment was not found. Ultrasound abdomen - in (B)(6) 2017: ultrasound was unremarkable. Ultrasound pelvis - in (B)(6) 2017: right essure implant slightly more endotubar. X-ray - on an unknown date: essure insert was broken by the surgeon and some fragments were remaining in uterus. A small part was found on left side on stainless steel part. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2021: the follow information were added lab date and events chronic rhinitis, marked and frequent headaches, chronic asthenia, abdomen pelvic pain, chronic pain in left iliac fossa, periorbital edema (after infection of pimple), palpebral edema (after infection of pimple), pruritus, persistent shortness of breath, memory disorders, concentration disorders, adenomyosis sites were seen in the myometrium. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 06-dec-2017. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel allergy") and device breakage ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"). The patient had a medical history of erythematous rash and spontaneous abortion in 2015, normal delivery (live child) in 2008, abortion in 2005 and miscarriage, allergy to metals, acne (acne treated with diane from the age of 16 years about 26 years old several relapses), itchy (itchy reactions to buttons on jeans and costume jewelry), multigravida and uterine fibroma. Previously administered products included: diane for acne. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 245 days after essure insertion, she experienced dizziness ("dizziness"), visual impairment ("vision disorders / visual disturbances"), fatigue ("chronic fatigue / fatigue in the morning"), abdominal pain ("abdominal pain recurrent"), abdominal distension ("abdomen was always swollen / bloating"), face oedema ("oedema on face / cheekbone oedema") and arthralgia ("join pain"). In 2016 she experienced tendon pain ("tendon pain"), memory impairment ("memory disorders (short blockage-type absences with a black hole)"), disturbance in attention ("concentration disorders / concentration disturbances"), asthenia ("chronic asthenia / loss energy"), apathy ("loss of enthusiasm"), malaise ("a feeling of ill-being (not well in her body)"), neck pain ("neck pain"), visual acuity reduced ("reduced visual acuity") and rhinorrhoea ("rhinorrhea"). In (B)(6) 2017 she experienced dyspnoea exertional ("presistent shortness of breath / exertional dyspnea"). On (B)(6) 2017 she experienced acne pustular ("superinfection of a right temporal acne button"). On (B)(6) 2017 she experienced allergy to metals (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), rhinitis ("chronic rhinitis"), headache ("marked and frequent headaches"), pelvic pain ("abdomen pelvic pain"), abdominal pain lower ("chronic pain in left iliac fossa"), periorbital oedema ("periorbital edema (after infection of pimple)"), eyelid oedema ("palpebral edema (after infection of pimple)"), pruritus ("pruritus"), adenomyosis ("adenomyuosis sites were seen in the myometrium"), general physical health deterioration ("general health condition deterioration"), furuncle ("boil"), tendonitis ("tendonitis"), musculoskeletal stiffness ("stiff neck"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning"). The patient was treated with ketoderm [ketoconazole], nerisone (diflucortolone valerate), albendazole, antibiotic [bacitracin;polymyxin b sulfate] and ibuprofen [ibuprofen sodium] as well as surgery (essure removal a bilateral salpingectomy with a bilateral cornuectomy and total hysterectomy on (B)(6) 2019) and the patient was admitted at emergency on (B)(6) 2017. At the time of the report, the tendon pain, pelvic pain, pruritus, dyspnoea exertional, acne pustular, asthenia, apathy, malaise, neck pain and visual acuity reduced were resolving, the allergy to metals, device breakage, dizziness, abdominal pain, abdominal distension and arthralgia had resolved and the visual impairment, fatigue, face oedema and rhinorrhoea had not resolved. The outcomes for rhinitis, headache, abdominal pain lower, memory impairment, disturbance in attention, adenomyosis, tendonitis, musculoskeletal stiffness, eye disorder, skin disorder, nausea, arrhythmia, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne pustular, adenomyosis, allergy to metals, apathy, arrhythmia, arthralgia, asthenia, device breakage, disturbance in attention, dizziness, dyspnoea exertional, ear, nose and throat disorder, eye disorder, eyelid oedema, face oedema, fatigue, furuncle, general physical health deterioration, headache, malaise, memory impairment, metal poisoning, musculoskeletal stiffness, nausea, neck pain, pelvic pain, periorbital oedema, pruritus, rhinitis, rhinorrhoea, skin disorder, tendon pain, tendonitis, visual acuity reduced and visual impairment to be related to essure administration. The reporter commented: essure inserted on (B)(6) 2015, with 1/2 coil on the right and 4 coils on the left side. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. She was treated with albendazole on (B)(6) 2017 after returning from a trip to tanzania. Total salpingectomy on (B)(6) 2017. A small part of 0.5cm remained in the uterus on the left. It was removed on (B)(6) 2018. Stop date was controversial, different dates were reported, on (B)(6) 2017 and (B)(6) 2018. Symptoms improved after the salpingectomy on (B)(6) 2017, but fatigue, facial swelling, rhinorrhea, and visual disturbances reappeared after a few days. Letter from a physician date on (B)(6) 2018: the patient was on sick leave for 15 days starting on (B)(6) 2017, due to significant general health condition deterioration. On (B)(6) 2021 was reported since (B)(6) 2020 she had repeated dental infections causing repeated antibiotic treatments. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2015. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.429 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: essure inserts and some rounded calcified left latero-pelvic formations suggesting phleboliths; on (B)(6) 2017: essure insert was broken by the surgeon and some fragments were remaining in uterus. A small part was found on left side on stainless steel part; on (B)(6) 2018: small fragment of insert on left, 2mm; on (B)(6) 2019: did not find any metallic fragment [allergy test] on (B)(6) 2017: allergy test for nickel was strongly positive after 48 hours [hysteroscopy] in 2018: a hysteroscopy was performed but the remaining fragment was not found; on (B)(6) 2018: a hysteroscopy was performed to remove the remaining fragment of essure. A remaining fragment of 2mm was seen on the left side. [Pathology test] on (B)(6) 2019: small leiomyoma measuring 0.8 cm, some foci of adenomyosis, no metallic fragment was found [smear cervix] on (B)(6) 2016: leukokeratosis, absence of sign of malignancy [ultrasound abdomen] on (B)(6) 2017: ultrasound was unremarkable; hepato-vesicular ultrasound was normal, no cyst on left ovary, sigmoiditis a minima. [Ultrasound breast] (date unknown): normal [ultrasound pelvis] in (B)(6) 2017: right essure implant slightly more endotubar. Left essure insert was correctly place, right essure insert was slightly in endo-tubal position, closed to the interstitial part of the tube. Further examination was normal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events metal poisoning, eye disorder, skin disorder, nausea, heart rhythm disorders & ent disorder were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2015. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and device breakage ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdomen was always swollen"), face oedema ("oedema on face") and arthralgia ("join pain"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure insert was broken and some fragments were remaining in uterus, a small part was found on left"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, dizziness, visual impairment, fatigue, abdominal pain, abdominal distension, arthralgia and complication of device removal had resolved and the face oedema had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, complication of device removal, device breakage, dizziness, face oedema, fatigue and visual impairment to be related to essure. The reporter commented: two dates of removal were provided with no further information: (B)(6) 2017 and (B)(6) 2018. Hysteroscopy was to be performed to see if it would be possible to remove the remaining essure fragments. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy test for nickel was strongly positive after 48 hours. X-ray - on an unknown date: essure insert was broken by the surgeon and some fragments were remaining in uterus. A small part was found on left side on stainless steel part. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case (B)(4) (MFR number 2951250-2018-01085) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date ((B)(6) 2015); essure removal dates ((B)(6) 2017 and (B)(6) 2018); new adverse events (dizziness, vision disorders, chronic fatigue, abdominal pain, abdomen was always swollen, oedema on face, joint pain, and essure insert was broken and some fragments were remaining in uterus, a small part was found on left); and lab test (allergy test for nickel). Regulatory authority ((B)(6)) reference number ((B)(4)) was also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.